Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 clip applier was reported to have not fired the clips completely closed. No info available on case. Only there was an extended or time, but the amount of time was unknown. There are also (2) clips that were attached with tape on the outside of the box.